Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that a female baby had a ventriculo-peritoneal shunt placement in (B)(6) 2011. An osvii connector with antechamber was implanted in the left retroauricular side. In the first days of (B)(6) 2011, an obstruction occurred. It was discovered by sonography with progredient ventricular size. The valve was changed to an "atlas- valve fa. Integra 40-80." Pt outcome was reported as good. The pt is doing well.